Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements. It was reported the measurements were between 190 and 200 ohms. Impedance measurements at a device replacement procedure approximately 8 years ago were 200 ohms. There was no observations of noise on the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.